Event description:
I applied a dexcom g7 continuous glucose monitor/sensor (cgm). I have applied these sensors for over a year now, with changes every 10 days. After applying the glucose monitor to my upper left arm, I then proceeded to the dexcom app to pair it with my phone. The pairing failed almost immediately. This had never happened to me before, so I tried again. It failed then, too. A family member visually checked the cgm and found an obvious defect; the needle was sticking out of the cgm. Instead of having inserted into my arm, as it has before every other time, it instead was in the opposite direction, pointing away from my arm and bent. This is a fatal error that renders the cgm immediately useless. It cannot be fixed nor reused. This leaves the user without a functioning cgm until they are able to procure another. Before this incident happened to me, I became aware of other users having this exact problem with the dexcom g7 cgm through an online type one diabetes support group. I have empirically seen at least a dozen posts about this issue. The needle (1) does not insert into the skin and (2) comes out of the other side (the non-skin side). I called the dexcom support line because they provide replacements for sensor failures. I was able to speak to a supervisor requesting an overnight shipment because it was a clear case of sensor failure. I was additionally distressed that this issue would occur in future applications. The supervisor, hearing my distress, told me that dexcom is aware of the problem, and in a few months, when new dexcom cgms are distributed and prescriptions are filled, everything will be ok again. This was even more distressing; dexcom is aware of the issue and aware that cgms currently in use are failing, and there has been no word from the company. There is no information about how many cgms have this issue, if certain lot numbers have this issue and others don't, or if one can prevent this failure. What this means to me as a type one diabetic is that my 90 day supply of dexcoms could all fail this way. This would leave me without an alarm system for overnight lows, putting my safety in jeopardy. I would have to rely on dexcom approving replacements, getting them to me, and the replacements not failing. If I was not a part of the support group and hadn't seen other users' experiences, I wouldn't have prepared ahead of time with a test kit and strips, and I would have been left without a way to manage my blood sugar. In summary, (1) an unknown but significant number of dexcom g7 continuous glucose monitors are failing immediately. The needle exits the monitor in the wrong direction, rendering the sensor completely unusable. (2) type one diabetics rely on knowing their blood glucose to make treatment decisions. Cgms alert users to low blood sugar (hypoglycemia), which can be lethal if left untreated. This situation puts an unknown number of type one diabetics in danger, leaving them without critical medical equipment. (3) dexcom is aware of the issue but has not made any attempt to notify users, recall the product, or replace defective sensors. The FDA is the only defense that we have to protect ourselves. Calling the company has done nothing; they have no incentive to provide us working sensors unless the FDA steps in. Please, investigate this issue and help us get the medical equipment that we rely on to survive. We pay these companies lifesaving medical equipment and expect to receive the bare minimum of a working sensor. Dexcom is aware of the issue and has clearly informed its helpline staff. Dexcom cannot continue to supply faulty cgms when they are fully aware of these defects; it is their duty to provide a reliable product and the duty of the FDA to protect us consumers against these dangerous practices.